Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the endoscope had a fogging issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 13-dec-2021 and obtained the following additional information: there was no patient harm or injury due to this issue.

Manufacturer narrative:
The manufacturer (OEM) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The endoscope had mechanical damage to the distal window hermetic seal resulting in fluid invasion and subsequent major damage to optical components. Fragments of adhesive of the distal window were missing. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A log review was performed and following was confirmed: system serial #, event date, console surgeon and procedure name/category. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. Initial reporter not available.